Event description:
It was reported to boston scientific corporation that a jinro pigtail nephrostomy catheter was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the catheter near the connector was detached. The procedure was completed with another jinro pigtail nephrostomy catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The jinro¿ pigtail device was received in a generic plastic bag. Visual examination of the returned device found that the proximal section was detached. The heat shrink was received with the hub connector; however, the catheter shaft was not returned for analysis. Moreover, a functional evaluation of the device was performed by removing the heat shrink from the hub connector which presented evidence that flare process was performed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation that a jinro pigtail nephrostomy catheter was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the catheter near the connector was detached. The procedure was completed with another jinro pigtail nephrostomy catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.